Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with two190cc mentor memorygel breast implant prostheses. The patient postoperatively experienced bilateral breast mass, granuloma, and breast implant gel bleed, and left-sided soft tissue necrosis and implant-side calcification. The patient stated that mammogram performed in (B)(6) 2019 indicated suspected left-sided rupture, bilateral granuloma, and bilateral breast palpable findings. As a result, the patient underwent explantation on (B)(6) 2020 for the left side. Upon explantation, the left-sided device was found to be intact. Thus, bilateral gel leak is presumed to have taken place for device code. During the revision surgery, a palpable area of hardness/lump was noted, and the capsule and lump were sent to pathology for testing. The pathology result stated left-sided soft tissue necrosis within the capsule and areas of calcification. This report is for the right-sided prosthesis.